Manufacturer narrative:
The pump has been received for evaluation, but the evaluation is not yet complete. Once the evaluation is completed, a follow-up report will be filed.

Event description:
The facility's biomedical engineer reported to baxter's quality relations team that this pump overinfused during clinical use. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further info was available. Alternate contact information was requested, but no alternate contact was identified. No patient injury resulted and there is no adverse outcome associated with this report.